Event description:
Lap cholecystectomy - "doctor used 10mm applied medical clip applier for the cystic duct, 3 clips distally and used one proximally prior to transection. Leaked 24 hours later according to dr. (B)(6). He said, "unfortunately patient previous gastric bypass so had to send her to uci for erco and stent."

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803-56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.